Event description:
It was reported the patient has no stimulation due to being unable to charge. It was reported the patient lost the programmer and charger 10 months ago and could not charge. The sjm representative used an extra programmer and charger to communicate with the ipg and was unsuccessful; the ipg battery has been depleted.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-07262012-001-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.